Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction h6 result and conclusion code. The reported event could be not be confirmed, since the need for a revision of the tibial components could not be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "the CT-scan of this case was reviewed. The tibial component looks well fixed in a good position. The talar component shows no obvious signs of loosening. The implant as such (including the pe-liner) looks intact. It is not possible to assess the reason for revision from this CT-scan alone, clinical information is needed for that in this case." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision to replace the talus for reasons not available at this time.